Manufacturer narrative:
Ventec downloaded and reviewed the device's electronic records and observed data which confirmed the reported issues. Ventec observed that multiple instances of system fault 13 had been logged by the device, as well as abnormal power related conditions. Ventec continues to investigation the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was alarming for "system fault 13" and then would power off by itself. The reported issue occurred whether the patient was attempting to use internal or external oxygen. "System fault 13" when sustained, and in use with fio2, is indicative of a potential device issue where the device may deliver more or less oxygen than set. The reported "system fault 13" condition and reported unexpected loss of power could cause or contribute to an adverse event if they were to recur. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided.

Manufacturer narrative:
H6: during ventec's evaluation of the device, the reported issues could not be duplicated despite extensive testing. Because ventec confirmed through analysis of the device's electronic records that the reported issues had occurred, ventec then replaced the control board to resolve the reported issues. Proper device operation was confirmed through functional and performance testing. The investigation determined that the likely cause of the reported issue was the control board.